Event description:
It was reported the customer had a no delivery alarm after inserting a new infusion set. The customer also reported their blood glucose was between 300 mg/dl and 400 mg/dl. Customer believed their high blood glucose was caused by the no delivery alarm. Customer stated the alarm was resolved by an infusion set change. Customer declined to return their products for analysis. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.